Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, autoimmune/connective tissue symptoms-ndr, generalized inflammation-ndr.

Event description:
Patient reported "an autoimmune disease, generalised inflammation, pain, handicap, exploded bruises and a rupture, stating internal and external implosion of the device. Patient states device could be involved in the immune dysfunction syndrome, as reported on exam results¿. The device remains implanted. This record relates to the left side.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side "an autoimmune disease, generalized inflammation, pain, handicap, exploded bruises and a rupture, stating internal and external implosion of the device. Patient states device could be involved in the immune dysfunction syndrome, as reported on exam results¿. Patient additionally reported granuloma. The events of autoimmune disease, generalized inflammation, exploded bruises, atrophy, pericarditis, lung cyst, and hpv virus are not device related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, g1, h6

Event description:
Patient reported left side "an autoimmune disease, generalized inflammation, pain, handicap, exploded bruises and a rupture, stating internal and external implosion of the device. Patient states device could be involved in the immune dysfunction syndrome, as reported on exam results¿. Patient additionally reported granuloma. Patient later reported intracapsular rupture, prosthetic envelope, major physical health problems, siliconoma, allergies, and pain. The events of autoimmune disease, generalized inflammation, exploded bruises, atrophy, pericarditis, lung cyst, and hpv virus are not device related. Device has been explanted.